Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. In an email sent to technical services on (B)(6) 2017 non-sensing and non-capture was noted on this lead a day after implant. Days after implant the patient then experienced symptomatic pauses of 2000ms. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).